Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual inspection: the stepped reamer is broken; the fracture line runs through the most distal cut-in. Besides, the instrument presents normal signs of use. Checked dimensions with caliper 3-01-20766 per drawing se_381683 rev g. Diameter cut-in (broken area) is 7.26mm ( 7.3mm 0/-0.1mm) = pass. Inner diameter is 3.82mm ( 3.7mm +0.2/-0.1mm) = pass. The returned stepped reamer was manufactured in may 2016 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The relevant dimensions were randomly inspected before the part left manufacturing site (inspection sheet se_483712, rev ad). The damage occurred is determined to be post production/acceptance criterias. The review has shown that with 1.4109 stainless steel the correct material was used, and that the hardness was within the specification of 50 - 55 hrc from drawing se_381683 rev g. The complaint condition is confirmed as the stepped reamer is broken; the fracture line runs through the most distal cut-in. This production lot (f-19288) was manufactured in may 2016 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criterias. A definitive root cause for the reamer breaking could not be determined based on the provided information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Part: 03.037.022, lot: f-19288, manufacturing site: selzach, supplier: sphinx (B)(4), release to warehouse date: 09 may 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a stepped drill bit was broken. This was noticed during a proximal femur fracture procedure performed on (B)(6) 2019. The drill bit was broken before it was used in the procedure. It is unknown if it broke during sterilization or during a previous procedure and that the sterilization department didn't notice it. They had to complete the procedure with another same like drill (but another size) and this didn't go as easily as with the required (broken) drill. It resulted in a prolongation of the procedure (more than 30 min additional procedure time). This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for complaint (B)(4).